Manufacturer narrative:
The impella cp product, data logs, clinical account, and imaging were evaluated and analyzed. The impella cp pump was returned in good condition. When analyzed visually and microscopically the impeller blades were seen to be damaged. When the pump was run in the lab, the flows were out of specification, as they were noted to be in the clinical account. The data logs further supported the noted drop in flows and suction alarms. In addition the logs showed an out of position alarm. The data and device analysis indicate that the impella cp had interacted with the valve. The low flow was the result of the damage observed to the impeller blades. This failure mode will be monitored and trended. In addition, an incident investigation was initiated to address the failure mode. The failure mode was determined to be low risk index based upon very low occurrence and moderate severity. Internal reference (B)(4).

Event description:
An (B)(6) male was admitted with and st elevation myocardial infarction, and upon evaluation in the cardiac cath lab was seen to have no coronary artery disease, but rather abnormal movement in his previously placed tavr corevalve. The team conducted an echo and believed thrombus to be present on the valve. The patient was known to have a coagulation disorder. The team chose to place an impella cp pump for support and left ventricle unloading. They also began high dose anticoagulation to treat the clot burden. If this failed, they would escalate to another valve-in-valve tavr procedure. On the second day of support, the team noted continuous suction alarms with low flows on the impella console. Conversation was made as to the plan of care, whether to replace the impella cp or add volume. The decision was made to exchange to a new impella. A second cp was placed, and the first was retained for analysis.